Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing process, it was observed that the motor device did not turn when plugged in. There was no delay in the surgical procedure as an identical spare device was available for use. There was no patient involvement in the reported event. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and found that the hand control failed due to a damaged flex circuit that was heavily corroded and split. This was indicative of not following the immersion / sterilization procedures properly. It was noted that a damaged flex circuit will cause intermittent operation of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.